Event description:
Family member reacted to gown, received steroids from private physician. No additional information.

Manufacturer narrative:
The device history record could not be reviewed as no lot number was provided. Historical trending was done. No sample was provided, therefore we were not able to conduct sample analysis to identify the root cause. From a review of the current production process, no exception was detected that could lead to the reported incident. The material used for the gown, supplied by an approved source, passed the biocompatibility tests prescribed by the regulatory agency for the intended use. There was no change to the material composition of the fabric materials. The root cause could not be identified. The complaint information was shared with the relevant sectors for their reference. There is no additional action taken at this time, but we will continue to monitor for trends of this nature.